Manufacturer narrative:
In this case the returned device analysis confirmed the gripper line break as broken gripper line was noted at the both ends; however, the reported difficult clip deployment, partial clip detachment, and mechanical jam (gripper line) could not be replicated in a testing environment due to the condition of the returned device. Observations made during return device analysis were the actuator mandrel was observed bent adjacent to the weld and the gripper line deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the difficult clip deployment could not be determined. The reported partial clip movement and bent mandrel were results of the troubleshooting maneuvers during pulling the actuator knob. The deformed gripper line which led to the break was due to procedural conditions related to the mechanical jam. The cause for the mechanical jam resulting in gripper line deformation and break could not be determined. The patient effect of foreign body in patient appears to be related to the procedural circumstances. Foreign body in patient, as listed in the mitraclip instructions for use, is a known possible complication associated with mitraclip procedures. The additional therapy/non-surgical treatment and delayed therapy/non-surgical treatment were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment, clip migration, inability to remove the gripper line, gripper line break and foreign body in patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and the leaflets were successfully grasped. The clip was attempted to be deployed; however, after rotating the actuator knob 9 times, it was noted that the actuator knob was unable to be retracted. The actuator knob was pulled with more force and was able to retract 0.5cm. However, this additional force caused the clip to move on the leaflets. The physician then fully advanced the gripper levers and accessed the gripper lines. However, while attempting to remove the gripper lines, resistance was noticed. This resistance caused both gripper lines to break. It was noted that both gripper lines remained attached to the clip, causing a clinically significant delay in the procedure. The gripper lines were attempted to be snared, but were ultimately unsuccessful; therefore, the gripper lines remained in the patient. No additional clips were implanted, and mr was able to be reduced to a grade of 2-3. No additional information was provided.